Event description:
Internal generator data was received and reviewed. The received tablet data contained programming history from 12/19/2025. Parameters tab was reviewed and the last programmed parameters were normal ¿ 2ma / 20hz / 250usec / 30 sec / 5 min / magnet ¿ 2.25ma / 250usec / 60sec / autostim - 2.25 ma / 250 usec / 30 sec. No error codes were seen. Deep dive was performed with row 10 and impedance was seen to be at 4474 ohms. Status tab was reviewed and confirmed that the programmed 2 ma was delivered. Info tab was reviewed and no anomalies were seen. Deep dive was performed with row 12 and impedance was seen to be at 4333 ohms at the time of the reported low output current. Status tab was reviewed and confirmed that 1.875 ma was delivered, despite being programmed to 2.5 ma. Info tab was reviewed and no anomalies were seen. Deep dive was performed with row 14 and impedance was seen to be at 4538 ohms. Status tab was reviewed and confirmed that the programmed 2 ma was delivered. Info tab was reviewed and no anomalies were seen. Logs tab was reviewed and high impedance was seen on (B)(6) 2025 (6962 (B)(6) 2025 (9308 ohms), and (B)(6) 2025 (9090 ohms). These values were seen during implant.